Event description:
The device was resterilized four times prior to this procedure. Reportedly, the visibility was not clear.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.